Event description:
It was reported to philips that allura system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the beep sound was coming from the single board computer (sbc). Upon further investigation, the fse found that the sbc was defective. To resolve this issue, the fse replaced the sbc. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.